Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and in the battery compartment. It was also alleged that there was an intermittent power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2019 with the following findings: a review of the black box indicated the pump was delivering until (B)(6)2018. The pump powered up with audible and vibratory alarms and a blank display. Moisture was found under the display lens. The leak test failed at a case crack between the display lens and case seal. The black screen was due to moisture ingress to the organic light emitting diode display flex and connector.